Event description:
It was reported that pump displayed a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset steps as guided, confirmed pump was charging and settings were correct, and issue did not recur after reset, so customer continued using pump with instructions to call back if malfunction returned.